Manufacturer narrative:
Error messages were generated by the analyzer prior to the complaint, suggesting the analyzer had issues. When the error occurs no results are generated by the instrument. Analyzer was performing as expected by generating those errors, however customer was not running qc according to manufacturer's instructions. Testing of the returned unit at magellan replicated error messages, and produce qc results that were out of range. No reported harm or injuries occurred as a result of this issue. Corrosion was noted on sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. Magellan provided the customer with a new instrument, additional training, sent them notifications. No further issues of this nature have been shown for this customer.

Event description:
Customer reported used sensor errors when a new sensor is inserted into analyzer. Customer was running qc occasionally, but last in-range qc test was seven weeks prior to complaint. Magellan recommends qc tests be performed monthly. Qc testing performed at magellan on customer's returned analyzer replicated out of range test results. Analyzer sensor pins were reported to exhibit signs of corrosion.